Event description:
Preliminary information on the problem: problem: during in-house testing, an issue was discovered in blood order processing (bop/bopw) when at least two tests are added to a unit in the compatibility testing window; the first test is resulted and then deleted within the same entry session. The system deletes the test code, but retains the results. The results are then associated with the test to the immediate right. If the technologist then selects the save button, the system will file the results with the incorrect test. Note: all quality assurance warnings are based on the results as initially entered. When tests are deleted as described in the scenario above, qa failures will be based on the retained result.